Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with perigee on or about (B)(6) 2005 to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, severe emotional distress, has undergone and/or will undergo corrective surgery or surgeries. Plaintiff's attorney also alleged plaintiff suffered damaged nerve endings leading to debilitating neuromas.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.